Event description:
It was reported to target by one of the sales reps that, during a avm embolization, the physician was injecting glue and noticed a side hole on the catheter, proximal to the distal end. Glue came out the side hole but this did not affect the patient. The patient is doing fine.